Event description:
Patient mentioned pump issues. We are sending a new pump due to pump issues and pt needing replacement. Patient declined to be transferred to pharmacist to discuss pump issue, therefore no further details are available. Pharmacist reached out because the patient service representative indicated pump maintenance, and pump patient was not expiring until 02/2023. Frequency per prescription on file: infuse 25gm (250ml] intravenously daily for 3 days every 4 weeks. Unknown if any adverse events, missed doses, or interruptions to therapy occurred. Unknown if product is available for return. No further information. Did the reported product fault occur while in use with the pt? Denied speaking with rph and no detail was obtained. Did the product issue cause or contribute to pt or clinical injury? Not mentioned by pt; is the actual device available for investigation? No info available. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.